Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The pump was received with minor scratches on the lcd window, a cracked case at the reservoir tube window corners, a cracked belt clip slot and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 100mg/dl. The customer states the buttons are malfunctioning; the down arrow button is presenting issues. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.